Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp), and pacing impedance measurements of 331 ohms. Tachycardia therapy was programmed off and the patient was given a lifevest for tachycardia therapy. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp), and pacing impedance measurements of 331 ohms. Tachycardia therapy was programmed off and the patient was given a life vest for tachycardia therapy. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a lead revision was performed due to rv loss of capture, noise, oversensing, pacing inhibition without asystole, and decreased impedances. An attempt was made to explant the lead; however, a portion of the lead broke and the lead could not be fully explanted. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.